Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported via user/facility medwatch# mw5068369 that stent thrombosis occurred. Prior to the procedure, the patient was appropriately anti-coagulated. The target lesion was located in a coronary artery. A 3.00 x 20 synergy ii drug-eluting stent was implanted to treat the lesion. However, clot formation was noted concurrent with stent placement. No further patient complications were reported.